Event description:
On (B)(6) 2012, a pt received a c-spine exam on a hitachi oasis MRI system. The pt was scanned in street clothes and was given the usual pre screening for MRI contraindications. The pt was placed on the padded c-spine receive coils and had a call button available to notify the technologist of any problems. The scan was completed without issues and the pt left the facility. The pt called the facility on (B)(6) 2012 to report that he had a burn on his abdomen. He indicated that he did not feel anything during the exam and was unaware of his injury until he bent over while on the bus ride home and felt his skin rip. He noticed some fluid and blood on his abdomen. He went to a doctor (date unreported) and was told that this injury was a burn and it was infected. He was told that he should report the injury to the MRI facility. The facility did not report this incident to hitachi until our applications specialist was on site on (B)(6) 2012 for a routine visit. The technologist informed him as an fyi. The site had been scanning since the event without incident.

Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. Because the site had determined there was no reportable issue, they had continued to use the system and received coils routinely after (B)(6) 2012 (the date the pt reported his injury). There were no other complaints. Image quality was normal from the incident date to the date of the report to hitachi. Hitachi service had performed a preventative maintenance visit on 8/1/2012 and had tested the rf system in general and the specific receive coil used on this pt. No problems were found. Note that the pt's injury was on the abdomen, so the c-spin coil used could not have contributed to the injury. As noted previously, hitachi clinical science was on site when the incident was reported ((B)(4) 2012). The system image quality was normal at that time. The pt's images were not available for review, so we do not know the length of the exam or the sar levels of the scan protocol used. Hitachi cannot determine a direct root cause but we know that due to the pt's size, his abdomen was in direct contact with the magnet bore cover and so was close the rf transmitter coils. The proximity to the rf transmitter coils and lack of airflow over the abdomen because of the close contact could have contributed to the event.